Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, white material was noted on the lens and could not be cleaned. The lens was cut and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Solution was dried on the lens. The reported ¿white foreign material¿ was not found upon return. The lens was cut in half, typical of insertion and removal from the eye. One half of the lens was crushed on top of a post in the lens case. A blue fiber is observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause. The reported ¿white foreign material¿ was not observed. The material may have been lost/shifted off the lens during return shipment. The manufacturer internal reference number is: (B)(4).